Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, anterior colporrhaphy due to pop. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, nerve damage, tissue scarring and vaginal discharge. It was reported that patient previously had an unknown mesh product implanted in (B)(6) 2003. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.